Event description:
Patient was having a CT scan done when the scanner malfunctioned in the middle of the scan. The scan had to be redone once the scanner was functioning causing the pt to be exposed to additional radiation.